Event description:
The customer reported that error code: 70094: possible sample mix-up: possible sample mix-up detected: module "alci-4" reported detected barcode "100029974463" for sample (B)(6) (barcode "100029980570"). One sample is known hiv positive and appears to have generated a result on the other sample which then went for confirmatory testing which was then negative. New information provided 05jan2026: error 70094 occurred again possible sample mix-up detected: module "alci-4" reported detected barcode "100029980051" for sample (B)(6) (barcode "100029979955") no impact to patient management reported.

Manufacturer narrative:
The abbott automation solutions (aas) technical group performed an investigation based on the complaint information. When trying to analyze the sal alinity logs, it was identified during the time of the incident that the logs had overwritten the data during that period within the track sample manager (tsm) and no further independent log analysis could be performed. The analyzer logs showed that the sample was processed normally but reported error possible sample mix-up: possible sample mix-up detected. The sample was then sent to the error output prior to being processed and aspirated by the analyzer. This had occurred for another sample but was also sent to the error output area as well prior to being processed and aspirated by the analyzer. Further barcode issues were also addressed by field service with barcode reader cleaning and alignment. The information provided showed that no sample mix-up had occurred or was identified. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the glp did not identify an increase in complaint activity related to the complaint issue. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with the complaint. Labeling review concludes that the issue is adequately addressed. Based on the available information, a deficiency was not identified. A malfunction did not occur as the device did meet performance specifications or perform as intended at the customer site.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is: patient one sid (B)(6); patient two sid (B)(6). Additional information provided 05jan2026 added to section b5 describe event.

Event description:
The customer reported that error code: 70094: possible sample mix-up: possible sample mix-up detected: module "alci-4" reported detected barcode "(B)(4)" for sample (B)(6) (barcode "(B)(6)"). One sample is known hiv positive and appears to have generated a result on the other sample which then went for confirmatory testing which was then negative. New information provided 05jan2026: error 70094 occurred again possible sample mix-up detected: module "alci-4" reported detected barcode "(B)(4)" for sample (B)(6) (barcode "(B)(4)") no impact to patient management reported.

Event description:
The customer reported that error code: 70094: possible sample mix-up: possible sample mix-up detected: module "alci-4" reported detected barcode "100029974463" for sample (B)(6) (barcode "100029980570"). One sample is known hiv positive and appears to have generated a result on the other sample which then went for confirmatory testing which was then negative. No impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.